Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, a stent thrombosis occurred. The 90% stenosed lesion being treated was located in the calcified and moderately tortuous distal left circumflex (lcx). The physician deployed a 2.75x20mm taxus liberte drug eluting stent, inflated to 8 atm. Ivus was performed and a haziness was seen. The physician observed a 'prolapse' in the stent and stent was post dilated with a 2.75mm unknown balloon. Ivus was performed again. The stent was successfully positioned and expanded. Medications given included: ticlopidine. One day after the procedure, the patient presented with chest pain. Thrombosis was identified in the 100% occluded proximal edge of the previously deployed taxus liberte stent. The thrombosis was aspirated and ivus was performed, which identified many thrombosis. The lesion was dilated with a 2.0mm unknown balloon and a non-bsc bare metal stent was deployed. The patient is recovering, but remained in the hospital. Medications given included: clopidogrel.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.